Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Per journal article: ¿cytological features of breast implant-associated anaplastic large cell lymphoma in pleural effusion¿ it was reported, a 64-year-old patient underwent a capsulectomy with removal of both implants due to capsular contracture. Histological examination demonstrated right bia-alcl. The patient underwent chemotherapy prior to mastectomy, along with axillary lymph node dissection and then radiotherapy. The patient then developed ipsilateral, massive pleural effusion with a right solid mass located in the anterior right chest wall infiltrating into pectoral muscles and pleural space. Death occurred a few days later; no autopsy was performed. This record relates to the right side.

Manufacturer narrative:
Article citation: "cytological features of breast implant-associated anaplastic large cell lymphoma in pleural effusion¿, d'alessandris n, lucatelli p, tripodi d, amabile mi, ascoli v. Diagnostic cytopathology. 2019;1¿5. Https://doi.org/ 10.1002/dc.24287." The events of capsular contracture, lymphoma-alcl, and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Per journal article: ¿cytological features of breast implant-associated anaplastic large cell lymphoma in pleural effusion¿ it was reported, a (B)(6)-year-old patient underwent a capsulectomy with removal of both implants due to capsular contracture. Histological examination demonstrated right bia-alcl. The patient underwent chemotherapy prior to mastectomy, along with axillary lymph node dissection and then radiotherapy. The patient then developed ipsilateral, massive pleural effusion with a right solid mass located in the anterior right chest wall infiltrating into pectoral muscles and pleural space. Death occurred a few days later; no autopsy was performed. This record relates to the right side.